Event description:
It was reported that a patient complained of glare and halos with an intraocular lens (iol). There was no issue regarding visual acuity (va) (1.0 for distance), but daily activities of the patient were significantly affected at night time. The surgeon determined that the patient was unable to adapt to diffractive iol. An explant was performed, and a monofocal lens was used as the replacement lens. No incision enlargement, vitrectomy, or sutures were required. The patient was reported to be temporarily impaired. Vision pre-operative: far: 0.6 near: (decimal) vision post-operative: far: 0.8 near no further information was provided. .

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2022-(B)(6) 2022. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.